Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had a scope communication error (error code e315 and e216). The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm. The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus, and the reported event was not confirmed. However, based on previous investigations, it is confirmed that there is a well understood failure mode. Based on the results of the investigation and previous investigations, it is possible that the event was caused due to abnormalities in the image sensor unit. As for the cause of the occurrence of abnormality, since damage on the universal cord was confirmed, it was considered that external stress was applied. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use. Olympus will continue to monitor field performance for this device.